Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow-up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. There was an allegation of questionable elecsys ft4 IV results for approximately 60 samples from the cobas e 801 analytical unit. 2. Patient age range: asku 3. Patient weight range: asku 4. Patient sex breakdown: asku 5. Patient race breakdown: asku 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the investigation determined that the event was due to a handling/storage issue of the reagent pack by the customer, as the reagent pack had been frozen. The customer did not perform qc on the reagent pack in question prior to use. Good laboratory practice precludes running and/or reporting patient results when quality control has not been performed. A general reagent problem can be excluded. 2. Summary of follow-up/corrective actions taken: there were no follow-up/corrective actions taken.